Event description:
It was reported that the monofocal intraocular lens (iol) was removed during the initial procedure. The patient was left aphakic (without lens). Attempts have been made to follow-up about the case, but the complaint reporter has no further details.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: +49 22 88303 120 section h3 - other (81): the lens has not been returned for evaluation because it was discarded. Therefore, a failure analysis of the complaint device could not be completed. If the serial number will be provided, a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.